Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery is not communicating. No patient involvement reported.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found both tamper seals broken and the pump was missing the entire plunger head assembly. A review of the event history log found a "battery communication timeout" error. During the functional testing, the error was unable to be duplicated. The battery values were within spec and the battery was able to be charged completely. Root cause was unable to be determined. There was no visible damage to the battery or any boards. The battery was replaced as a preventative measure. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.